Manufacturer narrative:
The samples were collected in edta 5 ml vacutainer tubes. Controls were run before this event, and the instrument is currently performing within quality control (qc) specifications. Previously run patient samples were rerun to confirm accurate back to the last acceptable run. Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced the blood sampling valve (bsv) actuator, pinch valve (pv23) and actuator and the primary aspiration tubing to resolve this issue. Per conversation with the customer on (B)(4) 2013, both instruments (lh1 and lh2) correlate and they have had no further issues. Failure mode can be attributed to the bsv actuator, pv23 and actuator and the primary aspiration tubing.

Event description:
A customer reported to beckman coulter (bec) that their coulter lh500 hematology analyzer (lh1) generated lower complete blood count (cbc) results on two (2) patient samples without instrument flags compared to rerun and same sample run on their other lh 500 (lh 2) instrument. The customer considered the rerun cbc results and the cbc results obtained from the other instrument were correct. Erroneous results were not reported out of the laboratory and there was no change to patient treatment attributed to this event. This report covers the cbc results for patient two (2), generated on (B)(6) 2013. MDR# 1061932-2013-00764 is to report results for patient one (1) analyzed on the lh 500 instrument on (B)(6) 2013.